Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was obtained when connecting the scope. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. According to the evaluation, this suggested phenomenon was not duplicated. It was not possible to determine a cause for this suggested event. Olympus will continue to monitor field performance for this device.